Event description:
Boston scientific received info that this right atrial lead was found to be dislodged the day after the original implantation. As a result the lead was replaced with a lead from another MFR. No add'l adverse pt effects were reported.